Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set leaked from its tubing, which was damaged. This occurred during patient infusion of 0.9% sodium chloride for an interventional radiology (ir) procedure and resulted in some solution contacting the patient¿s arm. The set was then replaced and the procedure continued with no further problems. The reporter stated that there was no obvious damage to the device¿s packaging. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Investigation summary: baxter received the sample for evaluation. A visual inspection identified a cut in the tubing as being the source of the leak. A CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.